Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 571 (mg/dl) with ketones. Reportedly, the dexcom sensor on the non-tandem continuous glucose monitoring system failed and the customer was unable to keep track of bg level. An infusion set change was performed and the customer administered manual injection and delivered a bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.